Manufacturer narrative:
UDI reference number: (B)(4). A device history records (DHR) was performed and did not reveal any issues that may have contributed to the complaint event. Investigation is ongoing.

Event description:
As reported, four years and ten months post deployment of a 23mm sapien xt valve, the patient underwent a transfemoral valve in valve (23mm sapien 3 valve in 23mm sapien xt valve) tavr procedure due to aortic stenosis. The new valve was implanted with good results.

Manufacturer narrative:
Additional information: b7, h6 and h10. Section h10: additional information obtained from the hospital medical records indicated the valve was deployed in excellent position with normal gradients and trivial pvl. The patient was discharged on pod1. The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the stenosis is unknown, however may be due to the patients advanced age, pre-existing valvular disease process, co-morbidities and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.